Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the lead was being implanted, the lead kept on dislodging after multiple positioning attempts. The poor positioning was also due to a tortuous anatomy. The lead was taken out and replaced without issue. After the removal, the lead was noted damaged with a scalpel as the physician maintained venous access. There was no allegation of adverse outcomes to the patient due to the lead.